Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the bending section cover rubber the water tightness was lost, the bending section cover rubber had slack, the adhesive on the bending section cover rubber had a chip, due to a dent on the channel tube the forceps could not be inserted smoothly, the image guide bundle had a stain, the up/down plate was deformed, the universal cord had a dent, and the image guide protector had a scratch. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera bronchofibervideoscope had a cloudy image. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the connecting tube had coating peeling (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.